Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products continued: 5076 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that an alert triggered for high impedance on the right ventricular (rv) lead. The high impedance was observed in only one particular configuration. Fluoroscopy was done to confirm lead placement. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.